Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complained about the unit having physical damage on the battery tube area. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer and scratched case. Unit was confirmed for physical damage on case at belt clip rail corner of the unit. Unit passed required testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked case and cracked screen. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.